Manufacturer narrative:
Per product surveillance technician, the broken tongue was obvious upon inspection. This corroborates the reported complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) was at the customer facility performing preventative maintenance. The fsr replaced the broken tongue with another. The replaced part operated according to manufacturer's specifications and is ready for clinical use.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller pump tongue was broken. There was no patient involvement